Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The unit was tested with olympus test cf-hq190l, ltf-s190-5, ltf-vh, gif-h180 and giff-q180 scopes. All video output signals and images were present and normal. The unit passed all functional tests. The software was updated to the latest version before the device was returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (not recognizing 180 series scopes) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was not recognizing 180 series scopes. According to the initial reporter, this event took place during installation and had no patient involvement.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac noted that this kind of failure will require the subject device being returned for repair. The device has not yet been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.